Event description:
Pt reported blood glucose results of 9.5, 11.3 and 15.8 mmol/l with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precsion.